Manufacturer narrative:
This report was originally throught to be for 2 failed implants. Actually, 1 implant was for this report. The other is for report #2184002-1997-132 (97-267).

Event description:
Two implants were placed 8/13/96 and removed 3/4/97, #8, #9, an abscess occurred on tooth #9 involving the area of #8. The implants were removed due to infection and bone loss. One person affected.